Event description:
It was reported the gastrointestinal videoscope had a blurry image. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field(s): d8, d9, h2, h3, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the cutting wire breakage malfunction: blurry image cause due to foggy image guide cover lens and chipped image guide cover lens. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.